Event description:
During functional testing, the device displayed a red "x" indicator.

Manufacturer narrative:
The malfunction was duplicated. Evaluation of the device found that the program and language software were not installed. The program and language software were reinstalled to resolve the malfunction. The device was recertified and returned to zoll stock. The customer received a replacement.